Event description:
Customer reported that sample results that are outside critical ranges are being reported but not flagged through rapidlink. There was no report of pt injury as a result of this event.

Manufacturer narrative:
This issue is due to a set up error. The customer indicated that since they set up a custom blood gas profile on their instrument, critical samples have been reported but not flagged. Siemens field service engineer found out that critical ranges were not part of the profile and they have instructed the customer to add them. Instrument is performing as intended.